Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that prior to use the cardiosave intra-aortic balloon pump (iabp) device had battery error, batter dies as soon as it's unplugged. There was no patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e3, h6 type of investigation, investigation findings, medical device problem code, component codes, investigation conclusions) a getinge field service engineer (fse) evaluated the unit and verified the reported malfunction. The fse performed a battery run test, during which the batteries failed to meet the required run time specifications. The fse confirmed that the batteries were beyond their service life; additionally, one battery was leaking acid and had no voltage output. The fse replaced two (2) 12v batteries and performed complete functional and calibration testing. The unit met factory specifications and was returned to the customer for use.